Event description:
It was reported the patient presented to the emergency room having received shock therapy. Upon interrogation, it was observed the right ventricular lead was oversensing and inappropriately delivered shock therapy. The lead was also failing to capture and had low r wave sensing. A chest x-ray was completed to reveal the lead was dislodged. The lead was explanted and replaced without issue. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 63.9 cm. Analysis was completed. No lead anomaly found.